Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is requesting a log review following an event where the patient has died. Although due diligence attempts have been made, at this time, no additional information has been provided.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: adverse type, describe event or problem. Additional information: imdrf annex b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the reported issue involving a request for event log analysis to investigate a possible device malfunction was completed. Based on the log review, no device malfunction could be identified or confirmed. Inspection and laboratory testing of the devices could not be performed, as they were not returned for investigation. The facility reported the date of the event as on (B)(6) 2025. The devices were not returned, and logs could not be retrieved directly. Event logs from syringe sn (B)(6) and the pcu were provided, but logs from syringe sn (B)(6) and error logs were not received. Log review indicated no device usage on may 13. The closest relevant entries were from may 16 and may 18, during which only syringe sn (B)(6) was used. On (B)(6) 2025, a basic infusion was programmed using the suspect syringe module sn (B)(6) with a 20 ml bd syringe. The clinician selected a guardrails drug library and entered a patient weight of 80 kg. The infusion began at 10:45 am with a dose of 0.2 mcg/kg/min (rate: 9.6 ml/h) and was titrated multiple times to 0.4, 0.5, 0.3, and 0.1 mcg/kg/min until 11:24 am, ending with a final dose of 0.05 mcg/kg/min (rate: 2.4 ml/h). The syringe was powered off at 11:41 am, with a total volume infused of 13.0599 ml. The log review confirmed that, based on the event data provided, there was no evidence of errors recorded. However, there is no information available for the reported event date of may 13, 2025. Based on the available event data, no errors were observed in the logs, and there was no information indicating any malfunctions or errors; however, no information is available for the reported event date of may 13, 2025. Root cause the reported issue regarding a request for event log analysis to investigate a possible device malfunction was completed. No errors were observed in the logs provided by the facility, and there was no information indicating errors or malfunctions; however, there was no information on the reported event date. Inspection and laboratory testing could not be performed because the devices were not returned for investigation.

Event description:
It was reported the customer is requesting a log review following an event where the patient has died. The customer chief biomedical engineer further reported that it was believed there was no device malfunction, however any requests for additional information were not answered. Although due diligence attempts have been made, at this time, no additional information has been provided.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is requesting a log review following an event where the patient has died. The customer chief biomedical engineer further reported that it was believed there was no device malfunction, however any requests for additional information were not answered. Although due diligence attempts have been made, at this time, no additional information has been provided.